Event description:
The dr claims that the graft was implanted in 2000, and on post-operative day #1, the pt developed a fever of 38 degrees celsius with elevated c-reactive protein (13.3 to 15.4) level. White blood count was normal. The pt was treated with steroid and is doing well, now. The dr indicated that the fever may have been due to the pt's reaction to medication (type unknown) and was not necessarily product-related.